Manufacturer narrative:
The returned product was evaluated and performed as designed. The exact cause of the adhesive problem could not be determined. The hard cannula was examined and no damages were observed that would cause pain during insertion. The cause of the pain could not be conclusively determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that patient¿s blood glucose (bg) levels reached 454 mg/dl while wearing the pod between 4 and 24 hours. The adhesive pad wasn't sticking well to the patient's skin and it was reported that the cannula didn't look to be properly inserted. Additionally, the patient reported feeling pain at the pod infusion site. To treat the patient's elevated bg levels, the pod was removed and replaced with a new one. After applying the new pod, the patient's bg levels subsequently lowered to 161 mg/dl.